Manufacturer narrative:
(B)(4). This is a report of use error, where the patient was connected to an unprimed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the patient reported that the patient line had not been properly primed before they had connected. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available. Al drain while the hp was connected. The initial drain volume was 6 ml. The hp stated they had the same alarm the previous night and it took over 2 hours to get started. The hp advised they did not call baxter, and instead called the registered nurse. The technical service representative (tsr) had the hp inspect the patient line and catheter exit site, move the patient line clamp, close and open the transfer set, and pull up on the tubing. The hp resumed drain and the alarm reoccurred. The hp stated they saw a lot of air bubbles in their line. The tsr assisted the hp with ending therapy and advised the hp to start over using new supplies. The hc was operational and a swap of the device was not necessary. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. See related (B)(4) which addresses the check patient line alarm at the time of the call. See related (b)(64 which addresses the check patient line alarm from the previous night.